Event description:
Nylon ties disconnect per dealer. Alarming or red light per repair document.

Manufacturer narrative:
Per the repair statement, the unit was alarming or red light, and the nylon tie of the oxygen sensor was disconnected.